Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that the dental implant was installed in intraoral region #4 and its non-osseointegration was observed. Forty (40) ncm of primary stability was achieved and the patient presented bone type iii. In addition, the dentist reported that the procedure of immediate implant was performed.